Event description:
The patient does not use her stimulation very much ¿because sometimes I just forget to turn it on or charge it or whatever, but I tried charging it right now because it¿s at 0, its trying to charge and I tried turning it on and now it¿s just like pulsing in my back and I can¿t turn it off.¿ the patient tried to use her patient programmer (pp) and saw the screen saying to recharge her ins battery. Four coupling boxes were seen on the recharger screen, ¿the most it gets is (B)(4)boxes but it is charging.¿ there was no lightning bolt so that states the stimulation was off. An information request was made regarding the recharger/recharging. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3888-33, lot # v394049, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v298142, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3888-33, lot # v394049, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3888-45, lot # v298142, implanted: (B)(6) 2010, product type lead. (B)(4).